Event description:
It was reported by the customer that a bd pyxis¿ medbank had an item that was not included in the patient's orders. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not in patients¿ orders. A technical support specialist (tss) had found that the item ids did not match. Tss had spoken with the pharmacist, and customer had stated that user was correcting the matter. The system functioned as intended after technical support specialist troubleshot the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: unique device identifier not available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank had an item that was not included in the patient's orders. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.